Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were being used to deliver unspecified concentrations of milrinone to homecare patients. No specific pump programming was provided. The customer contact indicated that the tubing sets were primed right before the deliveries were started. It was reported that after a couple days in clinical use, the customer contact reported that unspecified volumes of solution leaked from the distal air vent on the filter of the tubing set. The tubing sets were replaced and therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. No additional information was provided.